Event description:
A healthcare facility in the new zealand reported that the tubing of an opt944 optiflow nasal cannula was broken. It was later reported on the 22nd november, that the patient desaturated to 70% spo2. There was no reported patient consequence.

Manufacturer narrative:
Ps(B)(4). Updated section b1, b2, b5 and h1. The complaint opt944 has been received at fisher & paykel healthcare (f&p) in new zealand for evaluation. We will provide a follow up report upon completion of investigation.

Manufacturer narrative:
(B)(4). The complaint opt944 is currently en-route to fisher & paykel healthcare (f&p) in (B)(6) for evaluation. We will provide a follow up report upon completion of evaluation.

Event description:
A healthcare facility in the (B)(6) reported that the tubing of an opt944 optiflow nasal cannula was broken. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The opt944 adult nasal cannula is used to deliver humidified oxygen to patients. The opt944 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt944 optiflow adult nasal cannula was returned to fisher & paykel healthcare (f&p) where it was visually inspected. Results: visual inspection revealed that the tubing was found to be separated near the connector and that the tubing near the manifold was stretched. It was further observed that one side of the cannula was separated from the manifold. Conclusion: we are unable to determine the cause of the event, however, the nature of the damage to the tubing suggests that the cause may have been due to an external force. All optiflow nasal cannula are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt944 nasal cannula include the following steps: - ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. - cannula can become unattached if not used with the head strap clip. - attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: - do not crush or stretch tube, to prevent loss of therapy. - failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A healthcare facility in the new zealand reported that the tubing of an opt944 optiflow nasal cannula was broken. It was later reported on the 22nd november, that the patient desaturated to 70% spo2. No further patient consequences were reported.